Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent surgery for recurrent hernia on (B)(6) 2014 and partial removal of the mesh. It was reported patient experienced additional hospitalization, revision surgery, scarring, bleeding, recurrence of hernia, adhesions and foreign body giant cell reaction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/17/2019.

Manufacturer narrative:
Date sent to FDA: 12/20/2019.